Event description:
During a craniotomy case the ream noted no irrigation coming from the malis. It was determined not to be working, removed and given to biomed for investigation. Case continued with pressure bag irrigation and minimal delay to set up. No harm to patient.